Event description:
A customer contacted beckman coulter regarding 2 erroneously elevated accu tni results from 2 different pts that were generated by the access 2 instrument and reported. The elevated accu tni result for pt a was 0.26ng/ml. The elevated accu tni result for pt b was 0.41ng/ml. The customer indicated the pt a had received a thrombolytic therapy after the accu tni test result was reported. No details about this therapy have been provided. The customer indicated the original pt a sample was retested for accu tni. The repeated accu tni result for pt a was 0.00ng/ml. The repeat corrected report was issued for pt a. The customer indicated the original pt b sample was retested for accu tni. The repeated accu tni result for pt b was 0.01ng/ml. The repeat corrected report was issued for pt b. The customer did not provide any additional information regarding pt a and pt b. The customer indicated that there has been no death or serious injury that can be attributed to this event.